Event description:
Additional information received reported that the returned device was put into the pocket and was then not used. The device was exposed to body fluid. After removal from the pocket, the device was put into an anti-bacterial solution, cleaned, and then given to the manufacturer representative and then was sent back. The patient did not have hepatitis or any other known disease. The device was in the manufacturer representative's trunk for a number of weeks.

Event description:
It was reported that the manufacturer representative was in a battery replacement case several weeks ago on 2015-(B)(6). The manufacturer representative thought that the health care provider¿s (hcp¿s) use of bovie electrocautery may have damaged the lead during the replacement. When they hooked the implantable neurostimulator (ins) to the lead it read greater than 4000 ohms with all electrode combinations. They thought maybe it was blood or something so they disconnected and reseated numerous times, about 5 times, with no resolve. The patient claimed the implant worked fine until the battery died so they believed everything to be intact prior to the procedure. Impedance testing prior to the procedure wasn¿t possible. The manufacturer representative didn¿t think the patient went months without therapy prior to having the implant replaced. The manufacturer representative¿s recommendation at the time of procedure was to replace the lead, but the hcp wanted to replace the ins as this was least risk to the patient. They got another battery out and got the same results when checking impedances. The manufacturer representative would be sending back the ins for analysis. It was noted that the patient had the implant for retention. It was later reported that it was determined that the initial lead was damaged. The patient was doing fine.

Manufacturer narrative:
Product ID: neu_wrench_acc, product type: accessory. The initial MDR was filed as MFR report # 3007566237-2015-00597. Additional review indicated the correct manufacturing site was site 3004209178. (B)(4).

Manufacturer narrative:
Concomitant: product ID 3023, serial# (B)(4), implanted: 2005-(B)(6), explanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 3058, serial# (B)(4), implanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 3093-28, lot# j0546695v, implanted: 2005-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).